Manufacturer narrative:
(B)(4).

Event description:
It was reported "a report is received from oncology indicating that the clamp splits and detaches, leaving the patient with PICC inserted, but without a safety key. When inquiring with the care team, they mention that it has happened previously, and they associate it with the quality problem of the clamp for PICC in outpatients." The report cited "with an appropriate asepsis and antisepsis technique, a PICC catheter located in the left upper limb is activated, at the moment when the gauze that covers the lumen of the catheter is removed, the safety key or clamp breaks and detaches from the path of the lumen.". Associated MDR numbers:9680794-2024-01054 and 9680794-2024-00951.

Event description:
It was reported "a report is received from oncology indicating that the clamp splits and detaches, leaving the patient with PICC inserted, but without a safety key. When inquiring with the care team, they mention that it has happened previously, and they associate it with the quality problem of the clamp for PICC in outpatients." The report cited "with an appropriate asepsis and antisepsis technique, a PICC catheter located in the left upper limb is activated, at the moment when the gauze that covers the lumen of the catheter is removed, the safety key or clamp breaks and detaches from the path of the lumen." Associated MDR numbers:9680794-2024-01054 and 9680794-2024-00951.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.